Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer was unable to perform troubleshooting on the insulin pump because the customer was not present at the time of the call. The customer's mother was advised that the customer treated his blood glucose with a manual injection. The customer's mother was advised that the customer call back in order to troubleshoot the issue. The customer's mother stated that she would contact the customer's doctor for proper treatment. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.